Manufacturer narrative:
Image analysis: one still image received for analysis. The image depicts the distal ends of two endurant delivery systems. The tip is detached from one device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an index procedure using an endurant ii bifurcated stent graft to treat an abdominal aortic aneurysm with no pre-operative rupture, the nose cone detached from the device and the nose cone became lodged on the wire. A cut down procedure was performed to retrieve the device, and the nose cone was snared and removed. Future treatment was planned to be investigated. Per the physician the cause of the detachment is unknown. No additional clinical sequelae were reported and the patient will be monitored.